Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex (device #2). An additional emdr was submitted to represent the bard/davol ventralex (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventralex meshes on (B)(6) 2009 and (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against both the meshes. It is alleged that, on or about (B)(6) 2011, plaintiff underwent surgery for the removal of hernia mesh implanted on (B)(6) 2009 and on or about (B)(6) 2011, plaintiff underwent surgery for the remove of hernia mesh implanted on (B)(6) 2011. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges that the patient experienced emotional distress and the device was defective.